Event description:
On (B)(6) 2010, the pt underwent a hernia repair using kugel mesh implant (bard monofilament knitted polypropylene, 2 inch by 12 inch mesh. Ref#(B)(4), lot# 43lod022). The mesh was used for a right inguinal hernia repair with mesh. Since the date of this procedure, mr (B)(6) has experienced unabated burning, stinging, and pain in the area of repair. Possible malfunction of the "memory recoilring."